Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not working properly due to device inflation issues. A surgical procedure was performed to remove and replace all the components. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. Each of them exhibited wear at fold in the middle, proximal and distal end of their bodies. In addition, the second cylinder presented broken fabric threads in its proximal end, a bulge when it was inflated with a syringe and a leak in its distal end, consistent with sharp instrument damage. No leaks were identified in the first cylinder. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was identified, along with a hole and a leak in its kink resistant tubing (krt), consistent with sharp instrument damage. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified; however, the pump did not pass the activation test during functional evaluation. Based on the information available and analysis results, the bulge identified in the second cylinder and the pump not passing the functional testing could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not working properly due to device inflation issues. A surgical procedure was performed to remove and replace all the components. No additional information was reported.